Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the spot 2mm straight micropituita was broken from the upper jaw. The broken fragment was not returned for evaluation. The fracture surface was examined, and no signs were found to indicate any problems with the material. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the spot 2mm straight micropituita would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history a review of the receiving inspection (ri) for spot 2mm straight micropituita, was conducted identifying that lot number kw1345856released in one batch. Batch1: lot qty of (B)(4) units are released on mar 5, 2014 with no discrepancies. Batch2: lot qty of (B)(4) units are released on jan 30, 2014 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the key is damaged.